Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the hmsc causing inappropriate nst detections. Rv sensing has trended low since the noise began. Pacing threshold and pacing impedance are in normal ranges. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.